Event description:
It was reported that on august 1st the aws shield from the console broke apart. A field engineer examined the equipment and installed a new lead glass into the system. No patient or staff injury was reported. The system was operating as per the manufacture specifications.